Event description:
It was reported that stent damage occurred. Upon opening the 2.50x24mm promus premier, it was noted that a proximal stent strut was lifted. The device was not used. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified that the hypotube was kinked at various locations along its length. The proximal edge of the crimped stent found that the stent was bunched. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Upon opening the 2.50x24mm promus premier, it was noted that a proximal stent strut was lifted. The device was not used. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).